Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited possible premature battery depletion. The crt-d remains in use. No patient complications have been reported as a result of this event. It was further reported that the left ventricular (lv) lead exhibited a high pacing threshold that contributed to the device depleting faster than expected. The patient will be monitored remotely until the device reaches elective replacement indicator (eri) and then the device will be explanted and replaced. The lv lead remains in use.